Event description:
On (B)(6) 2011, the patient contacted animas alleging that keypad button presses did not activate desired pump functions. The patient claimed that the pump was intermittently unresponsive to keypad button presses for the previous 5-6 weeks. He also claimed that the buttons had to be pressed multiple times before the pump would respond. He denied that the device was exposed to moisture. He indicated that the keypad and pump were intact. He admitted, however, that the pump was exposed to a body scanner at an airport 2 months earlier. Two weeks prior to contacting animas on (B)(6) 2011, the patient also claimed that he passed out and received possible IV treatment from emergency medical services (ems). The patient claimed that when the ems arrived, his blood glucose (bg) level was "18 mg/dl". After receiving treatment, his bg rose to "37 mg/dl". The patient denied that he was admitted to a hospital. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump was not responding appropriately to keypad button presses. The patient also claimed that he passed out, obtained a low bg level of "18 m/gdl", and received ems treatment.

Manufacturer narrative:
Follow-up # 1 (B)(6) 2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump daily insulin delivery totals showed that daily delivery correctly reflected user programmed basal rates. A 29 hour flow accuracy test was performed and the pump was found to be delivering insulin within specifications. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. The report is under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.